Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of a photograph. Visual inspection is limited, and functional testing could not be performed due to the product not being returned. In the photograph provided, it appears that at the left mandible there is tissue overgrowth surrounding the arch bar. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to improper technique of the surgeon by not providing adequate spacing between the bar and the gingiva. The instructions for use (IFU) for this product has the following information in the section titled directions for use: 5. Once the bar is seated in the locking groove of the screw, the bar height off of the gingiva may be adjusted by the surgeon as the screw can rotate within the arch bar slot. The surgeon should confirm that final placement of screw and arch bar does not compress the gingival soft tissue and ensure that the screw / arch bar are still engaged. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: date of this report. Unique identifier (UDI) #: catalog #: 91-5707 UDI #: (B)(4) or catalog #: 91-5709 UDI #: (B)(4). Date received by manufacturer. Type of report and follow-up number. Follow-up type. Device evaluated by manufacturer and not returned to manufacturer. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2017-00878-1.

Manufacturer narrative:
(B)(4). Catalog #: 91-5707 & 91-5709 are the most commonly used screws for the omnimax system. Concomitant medical product - zimmer biomet omnimax arch bar catalog #: 01-0298 lot #:ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation since the event did not lead to a premature explantation of the device. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2017-00878.

Event description:
It was reported that a patient enrolled in the omnimax trial presented for their scheduled device removal with mucosal overgrowth around two screws on the left mandible. This required stab incision for removing the screws. The surgeon reported the incision "will heal without any additional treatment... No follow-up is needed." The average removal time is 2.8 minutes. The removal time for this case was two minutes and forty-nine seconds. It is noted that this is not a malfunctioning of the device or an unexpected event. No additional patient consequences were reported.